Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system monitor display screen being frozen was confirmed via the submitted photo; however, the reported event of the system monitor entering setup mode when disconnected from the patient was unable to be confirmed. The system monitor (serial number: (B)(6)) was not returned for analysis and was unable to download log files. The root cause for the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system monitor (serial number: vsm-007094) was shipped to the customer on 18sep2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low flow and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Section 1, entitled ¿introduction¿, explains all pump parameters, including pump flow. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor changed settings alone. An event log was attempted but did not work as the system monitor was frozen. When disconnected from the patient, it entered the setup screen alone. The system monitor was exchanged. The site was using another system monitor that was in the hospital and it would stay that way until a change was made. The patient was stable. The system monitor would not return.